Event description:
A female patient underwent aaa repair. The patient had high blood pressure and thyroid disease, but the anatomical form was suitable for endovascular repair. The main body was placed with left approach and the procedure was performed as labeled. Final angiography revealed proximal type I and a distal type iii endoleak. After balloooning the proximal neck again, it was confirmed that the proximal endoleak was resolved and the type iii endoleak came from the connection of the contralateral (right) iliac leg. The physician placed another manufacturer's stent in the connection in order to treat the type iii endoleak. After the placement, the type iii endoleak was resolved. The patient's condition had no problem after the procedure.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment. Without images and additional information it is difficult to determine a root cause. In the complaint correspondence the physician confirmed that there was sufficient overlap, but "the sealing may have not been enough." It is unknown if the physician re-ballooned the distal gate. We are unable to comment on the patient's anatomy or suitability for evar. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.